Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The tech found the scale needed to be zeroed, user error. The technician zeroed the scale to resolve the issue.